Manufacturer narrative:
Product complaint # :(B)(4). Date sent to the FDA: 07/15/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4, h4. Device history lot ==> a manufacturing record evaluation was performed for the finished device lot number qpmdjr, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Additional information was requested and the following was obtained: could you please confirm how many needles separated from the suture during this single procedure being reported? 4 needles separated from the suture. Did the needles separated from suture during use on the patient or did they separated before use on the patient or upon handling? Please specify. They separated during use on the patient. Were the needles found separated inside of the package? There were no needles found separated inside the package were there any patient consequences? There were no consequences for the patient. Could you please confirm the lot number? Lot xjpdp464.a31 is not being recognized by the system? Qpmdjr. Procedure name? Small dermatological skin surgery / skin seams. Event date? Date of surgery cannot be exactly determined, shortly before (B)(6). To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength = 2360 g/m. Related events captured via: 2210968-2021-04594, 2210968-2021-04595, 2210968-2021-04596.

Event description:
It was reported that a patient underwent a small dermatological skin procedure in (B)(6) 2021 and suture was used. The needle separated from suture at attachment area. There were no adverse patient consequences. Additional information was requested.